Event description:
It was reported that the pt called his audiologist with complaints of pain and abnormal percepts from his left-sided ci in 2006. The clinic determined the device to have failed, but the pt elected not to explant at that time. It remained implanted but not in use. The pt was then seen for routine follow up in (B)(6) 2012. Clinician reported that the pt has a very thick skin flap. The pt also stated that he occasionally hears a pop sound and when that happens, he reports that sound gets softer for a few minutes and then goes back to normal. He did not report any accidents or blows to the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.